Event description:
A male pt reported experiencing two corneal transplants while using renu (unknown type). Medical records indicated the pt saw a physician on an unspecified date who told him he had an ulcer and was prescribed quixen and pred forte at a dose of four times daily for one week. He then saw another physician. No information is available regarding this appointment. Then in 2004, pt saw another physician who prescribed neomycin, viroptic, indocin and sporanox (twice daily). Medical records indicated that on 7/16/2004, pt presented to another physician's office with a red, painful and irritated left eye which started two weeks prior. Pt was evaluated and diagnosed with herpes simplex keratitis in the left eye. He was prescribed valtrex 500mg by mouth (three times daily for two day followed by twice daily); viroptic (every two hours); quixen (four times daily) and cyclogyl 1% (four times daily). Six days later, pt's left eye was much better although he did have some temporal pain and photophobia (much less). The herpes simplex keratitis was resolving and the virus was inactive. Valtrex was decreased to twice daily; viroptic was decreased to four times in the left eye; quixen was decreased to two times as well as cyclogyl. Three days later, pt's visual acuiry seemed better with less photophobia and no pain. The physician noted the patient's herpes simplex keratitis was much improved and medications were continued as previously directed. Next month, the pt's left eye began hurting again. He went to his physician 13 days before and complained that his visual acuity seemed worse and was experiencing photophobia, foreign body sensation and a watery left eye. Pt was evaluated and the physician indicated that the virus reactivated the herpes simplex keratitis in the left eye. Pred forte was subsequently discontinued and he was prescribed viroptic (five times in the left eye); valtrex (500 mg two times) and "cyclo" (twice daily in the left eye). Pt appeared a little better. The physician diagnosed the pt with herpes simplex keratitis disease plus keratitic uveitis. Medications were continued as follows: viroptic (every two hours); valtrex (three times daily) and cyclogyl 1% (five times daily). The following medications were added: acular ls (five times daily); vigamox (three times daily) and prednisone (40 mg by mouth in the morning). A wk later, pt indicated that his left eye was painful and photophobic and became much worse overnight. He ran out of valtrex the day before. The physician recommended he continue valtrex (500 mg twice daily); cyclogyl (four times daily) and acular (four times daily). "Pred" drops were added (three times). The next day, pt's symptoms persisted in the left eye and he did not feel much better. He noted there was no change in visual acuity and he was slightly better but not much. The physician increased "pred" (eight times daily); decreased cyclogyl (two times daily), acular (two times daily) and viroptic (four times daily). Valtrex dosing remained the same. Two days later, the pt noted that he did not sleep at all the night before and he did not feel better. His left eye visual acuity was cloudy. The eye was photophobic, watery and "throbbed" the physician evaluated the pt. Valtrex was continued along with the following dosing changes: "pred" (six times daily); cyclogyl; acular; viroptic (three times daily each). Five days later, pt noted no change in visual acuity. Photophobia was still present; however, he felt better. Acular and cyclogyl were discontinued. "Pred" was decreased (three times daily). Viroptic and valtrex dosing remained the same. Celluvisc was added (six times daily). Four days later, the physician noted the geographic defect. Valtrex dosing remained the same. "Pred" was discontinued and viroptic increased (six times daily). Zymar (three times daily) and systane (five to six times daily) treatment were introduced. The following day, physician noted current medications were to be continued for one and a half more days at which point zymar would be discontinued; viroptic decreased (four times daily); "pred" reintroduced (twice daily); systane and valtrex dosing remained the same. On 9/11/2004, the patient was seen. The physician noted the defect as less dense, epithelium was intact with no staining. He recommended the patient use lid scrubs with johnson's baby shampoo. Viroptic was decreased (two times daily) and "pred" increased (four times daily). Systane and valtrex were also continued. Two wks later, the patient stated he was worse the last three days. The physician noted the geographic lesion. He noted that he believed the epithelium was starting to heal. Zymar was reintroduced (five times daily); viroptic increased (nine times daily) and valtrex (three times daily). Cyclogyl (four times daily) and zymar (five times daily) were reintroduced. "Pred" was decreased. Finally, xanax prescribed for sleep. A wk later, the pt saw another physician and stated that he could not see out of left eye. Following eval, the physician diagnosed the pt with longstanding infiltrate possibly acanthamoeba and recommended a corneal biopsy. Three days later, pt returned to his regular physician feeling worse and experiencing photophobia. A denser infilrate was noted and a bacterial culture was recommended. A corneal biopsy was performed. Pred forte dosing was changed (every two hours) for next three days. Pt was seen again the following day and the physician indicated that he believed pt's condition was now a wesley immune ring and not an active living virus. He recommended continuation of valtrex and pred forte (every three hours). Vigamox was reintroduced (four times daily). Two days later, pt noted that he was better and his eye was less injected. Physician noted that the surface defect was the same size as the biopsy specimen. Three trace hypopyon were present. There was improvement; however there was no epithelium healing yet.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on all information, no causal factors can be determined, and no conclusion can be drawn.